Manufacturer narrative:
Investigation is on-going, followup is required for this submission.

Event description:
On (B)(6) 2025 customer reported they are failing (bottom splits open when putting biohazard items in them) and they therefore pose a risk of exposure. No adverse events were reported.